Manufacturer narrative:
Findings: the reported leakage problems were confirmed on three of the returned device tubing set/b3300 set­ ups. The root cause{s} of the leakage were attributable to cracks/damages found on the male luers of the acacia mating devices. The exact cause(s) of the mating device connector damages cannot be determined with absolute certainty, the component mat'l. Stress damages could have occurred from over tightening or from the infusate used. Engineering testing was unable to replicate leakages with the remaining b3300 connectors/device set­ ups. The manufacturer has provided the reporting facility the returned device investigation report, photographs taken during the investigation for their review and records. The MFR has also conducted site visits,re inservicing with staff and clinical management to ascertain their understanding of the b3300 device connectors intended usage, performance features that are designed to meet their applications.

Event description:
Complaint rec'd reporting leakage issues at the connection of "several" b3300 microclave connectors and mating tubing ext. Sets. The devices were in use for 24 hrs to 72 hrs. When the leakages were detected, although there were no reported adverse patient consequences, the problem did result in unscheduled device change-outs, medication dosages/treatments delayed. Device return: a total of nineteen {19) used 83300 microclave connectors mated/attached to several used partial acacia pentafuse set segments and partial acacia check valve filter set segments, three (3) used acacia el-060-02 ext. Sets and one bd 20ml syringe. Additionally one pkgd. Acacia el-060-02 set was also included with the returned used set-ups visual analysis {pre and post decontamination) was performed. The results recorded no component damages/ cracks or visible anomalies with all but one of the returned used b3300 connector devices. The report documents one of the returned used b3300 microclave connectors body showed extensive damage and had a broken male luer from the mating device wedged inside. The engineers visual assessment of the mating device male luer records there were material stress marks indicative of excessive forces that most likely occurred during attempts to disengage. Additional notes record the returned bcv and filter set lines contained lipid-like substances. Engineering testing and analysis was performed. The results recorded leakages originating at the female/male luer connections with three of the used b3300 that were attached to the acacia ext. Sets. The report documents the origin of the leakages to minute cracks/damage found on the acacia tubing sets male luer connectors. The remaining b3300 connectors and mated tubing sets tested to the applicable product specifications recorded no performance issues, leakages and or out of spec conditions.